Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the cartridge was not returned. A petri dish was returned. There is a circle of dried solution in the bottom of the dish. A fiber is observed dried at the edge of the viscoelastic. The area is marked with a red circle and an arrow. The cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the "filament" in the eye could not be determined. The particle lab analyzed the sample. Microscopic examination showed a clear fiber 4.4 mm in length. The fiber was analyzed using microscopic fourier transform infrared spectroscopy (micro ft-it). The closest match identified the fiber as cotton. Cotton is a common contaminate found in a many environments. Origin is unknown. All cartridges are 100% inspected for cosmetic attributes and the fiber would not have met the manufacturer's release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a filament-like foreign material which was not confirmed before implanting the iol, was discovered after implanting the iol. There's no postoperative problems observed on the patient so far. Additional information was requested.